Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered a monophasic pulse during testing) was unable to be confirmed. Upon evaluation the monitor was unable to power on. Due to the inability to power on, it was unable to be confirmed if the monitor delivered a monophasic pulse. The root cause for the inability to power on was isolated to a shorted u20 negative-and gate on the computer/analog (c/a) board. Additionally, there was thermal damage to components on the c/a and defibrillation boards as a result of the shorted u20 component. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it delivered a monophasic pulse during device functionality testing.